Event description:
It was reported by service report that the brakes on the footend of the bed are not holding. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - base.